Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an r3 offset impactor tip broke when cup was inserted during thr surgery. Reportedly, surgery was resumed without delay with the same device and the patient was not harmed as consequence of this problem. Responses to the requested information have not been received as of the date of this medical assessment. Based on the limited information provided the root cause of the reported impactor breakage could not be determined. No delay, no patient injuries or adverse consequences were reported and the surgery was reportedly resumed with the same device; therefore, further patient impact would not be anticipated. No further medical assessment can be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Event description:
It was reported that, during thr surgery, a r3 offset impactor tip broke when cup was inserted. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.